Event description:
It was reported that during a moderately calcified, moderately tortuous, distal to mid left anterior descending (lad) artery stenting procedure a xience prime (3.5 x 38 mm) stent delivery system was advanced without difficulty. The xience prime was implanted in the distal lad without issues at 14 atmospheres. The distal end of the xience prime stent was post-dilated and the physician deflated the balloon, brought it down, and post dilated the proximal end of the xience prime stent. The balloon was fully deflated and as the xience prime stent delivery system was being removed there was resistance met between the deflated balloon and the implanted xience prime stent. The physician was able to advance the xience prime stent delivery system forward and remove the stent delivery system without further difficulties. The physician believes "the hypotube on the interventional guide wire needs to be reinforced due to the guide wire was bunched". The xience prime (3.5 x 28 mm) was fully apposed to the vessel wall after the removal of the stent delivery system, which was verified by an angiogram. The procedure was completed as planned with the mid lad stenting using another xience (4.0 x 18 mm) stent. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Event description:
Subsequent to the initial medwatch: the hypotube of the xience prime stent delivery system (sds) was found kinked with the procedure. Reportedly, the physician believes that the hypotube on the sds needs to be reinforced due to the balanced middleweight (bmw) guide wire felt tight at the hypotube. There was no damage seen on the bmw guide wire. Quality assurance received the device with the shaft torn. At worst case, a cut or tear in the device may lead to such effects as leaks, may affect device functionality or may allow air to enter the system.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Difficulty removing the sds post-deployment could not be replicated in a testing environment as it was based on operational circumstances. Shaft kink was confirmed. The guide wire exit notch was torn and the distal shaft was stretched and torn. There was blood in the inflation lumen and in the balloon, likely as a result of the torn shaft. Guide wire resistance could not be tested as a result of the damages noted. There is no indication that the shaft was weak or needs to be reinforced as reported. Based on visual analysis of the returned device, there is no indication of a product deficiency. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.